Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 20ga powerloc safety infusion set. The photograph highlighted the needle housing portion of the device. One finger tab was missing from the clear portion of the safety mechanism. No evidence of use or manipulation was observed. The safety mechanism was visibly damaged in the provided photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported by the patient "(B)(6) 2023 08:50, the patient was going to undergo chest wall infusion port insertion, and the nurse opened the packaging of the indwelling needle of the disposable implantable drug delivery device and found that some parts of the butterfly wing were missing and incomplete, so she replaced the indwelling needle of the disposable implantable drug delivery device and continued to complete the operation." No other information was provided. 4/17/2024 - the returned needle exhibited a damaged safety mechanism.